Event description:
It was reported that 4 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: cannot depress plunger. What was the product being used for when the reported issue was noticed? Flu vaccine. Was the procedure able to be completed? Used alternate needle. Was there any impact/harm to the patient, due to the reported issue? No. Was there any medical intervention or treatment needed due to the issue patient experienced? No. I do want to futher clarify, when you say ¿cannot depress plunger¿ are you saying that the needle is clogged/blocked and will not allow you to depress the plunger because of that? We are not sure what the issue is-- we cannot see inside a 25g needle with the naked eye to see if there is a blockage. Are the needles being used with syringes to draw out medication and then you¿re unable to push the liquid out ? Are you using the needles with prefilled vaccine syringes only? Prefilled only.

Manufacturer narrative:
H6: investigation summary: thirty-two samples were provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Twenty-two samples expelled the solution with a normal flow. Ten samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Furthermore, a device history record review was completed for provided lot number 2014639. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported that 4 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: cannot depress plunger. What was the product being used for when the reported issue was noticed? Flu vaccine. Was the procedure able to be completed? Used alternate needle. Was there any impact/harm to the patient, due to the reported issue? No. Was there any medical intervention or treatment needed due to the issue patient experienced? No. I do want to futher clarify, when you say ¿cannot depress plunger¿ are you saying that the needle is clogged/blocked and will not allow you to depress the plunger because of that? We are not sure what the issue is-- we cannot see inside a 25g needle with the naked eye to see if there is a blockage. Are the needles being used with syringes to draw out medication and then you¿re unable to push the liquid out ? Are you using the needles with prefilled vaccine syringes only? Prefilled only.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.